Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of even is estimated. Additional device information device manufacture date are unknown. During processing of this incident, attempts were made to obtain complete device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received the low battery warning. As such, surgical intervention took place on (B)(6) 2017 wherein the ipg was explanted and replaced with a new ipg to address the issue.